Event description:
Information received indicates the right head siderail is wobbling and the latch weld is beginning to break. The siderail would lock normally.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.